Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse observed that the line inspection was normal. The fse tested the unit with a simulator. The start-up test and inspection of the unit were all normal. The unit passed pre-use inspection. The unit passed all factory-specified performance and safety index tests. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units ECG signal can not be triggered. There was no patient harm reported.